Event description:
Customer reports drawers on pyxis anesthesia system failed to open. No patient harm.

Manufacturer narrative:
(B)(4). Additional data/failure investigation: field service technician investigation found physical item jams causing drawer failure.